Event description:
It was reported that after an uneventful da vinci-assisted esophagectomy with gastric conduit, the patient developed sepsis due to an anastomotic leak. The surgeon stated there were no intra-operative complications; the patient suffered a recognized post-operative complication over a week after the operation, and subsequently deteriorated due to sepsis from the anastomotic leak. The patient expired on post-operative day 14. The surgeon stated they ¿cannot see any direct link with the robotic instruments¿ and the da vinci system, instruments or accessories did not cause or contribute to the event.

Manufacturer narrative:
The surgeon reported there were no intra-operative complications or da vinci product issues. A review of the davinci system logs found no errors were logged during the procedure. Review of the 5 subsequent procedures performed also found no relevant errors. Device history record review for the devices confirmed that there were no non-conformances identified. The following concomitant devices were used during the procedure: vessel sealer extend, sureform 60 stapler instrument, 30 degree endoscope plus, permanent cautery hook, large clip applier, large needle driver, cadiere forceps, fenestrated bipolar forceps. A site review found that no complaints have been reported for any of the products used. A medical review was performed by an intuitive medical safety officer (mso) who concluded that the patient developed a leak from an anastomosis following an esophagectomy. How the anastomosis was constructed, how the leak occurred, and the details of the post operative course were not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.